Event description:
Contact reports the lower/foot portion of the viper rod holder broke off in the patient during surgery. The excision was extended in order to locate and retrieve the broken piece and the surgical procedure was extended by approximately thirty minutes.